Event description:
Boston scientific received information that a remote interrogation showed this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement. The patient was seen in the clinic for lead testing and no problems were noted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.